Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 60 mm abdominal aortic aneurysm. It was reported that four months post index procedure that the endurant 16x16x82 limb had a type ib distal endoleak. The physician elected to embolize the right internal iliac artery as well as to implant bilateral limb extensions and the type ib endoleak was successfully resolved. Per the physician, the cause of the type ib endoleak was unknown. No additional sequelae were reported and the patient is doing fine.